Event description:
It was reported after insertion of the brk needle into the pt and performing transseptal puncture, the stopcock came off. The device was removed from the pt and disposed off at the hosp. The procedure was completed by using a replacement device and there were no consequences to the pt. After the procedure, a metal part was found in the sterile tray. The detached part was returned for analysis.

Manufacturer narrative:
The returned part was verified to be a wave spring which is used to secure the valve/handle to the needle. The cause for the stopcock coming off the needle was a detached wave spring. How or when the wave spring detached is unk. Review of the device history records confirmed this lot met mfg requirements prior to shipment. (B)(4).